Event description:
The customer reported that the olympus autoclavable camera head was broken and unable to perform white balance. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.